Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017. It was reported that the patient recently underwent knee surgery and stated that they are unsure if they placed their device in surgery mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott that the patient recently underwent knee surgery and stated that they are unsure if they placed their device in surgery mode. The patient underwent a battery replacement. Patient now has working therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported that patient underwent an unrelated knee procedure where it is unknown if the device was placed in surgery mode. Subsequently, the patient the ipg was unable to communicate with external devices. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.